Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon burst occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous proximal left circumflex. The lesion was predilated with a non bsc balloon. It was exchanged for a 3.0x8mm quantum maverick balloon. On the second inflation the balloon burst at 20 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is no problem with no complications reported.

Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The balloon was inspected under magnification and a balloon pinhole was confirmed in the balloon wall located on the proximal edge of the proximal markerband. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure, performance of the device was limited. (B)(4).